Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) read as "high", however, a specific value was not provided. The customer treated bg by contacting tandem technical support for assistance. Reportedly, the alarm cleared and the customer resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.